Event description:
It was reported that erosion of the skin new the device was observed. A revision procedure was performed to adapt the pocket. The device remains implanted. The patient was stable with no consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.